Manufacturer narrative:
In response to FDA request, the customer complaint could not be confirmed as time of the event is unclear. Since the patient was unconscious she was not aware of the device being alerted. There is not enough information available to investigate this complaint. No further investigation is possible. However,patient was given glucose by a shot and was doing much better.

Manufacturer narrative:
The patient was unconscious and ambulance was called in but not hospitalized. She was given glucose by a shot. Patient was doing much better. Since the patient was unconscious she was not aware of the device being alerted. Hence, no further investigation is required.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where the patient could not recall whether she received the alerts on her device because she was unconscious. The ambulance was called in but she was not hospitalized.